Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte bl 22ga x 1.0in leaked. Please find below the declaration of an incident that occurred during the use of a short blue catheter without wings 22g 25 mm: when the catheter was inserted on (B)(6) 2025, leakage was observed at the top of the plastic of the catheter¿ the offending equipment was not retained by the reporting department. This event did not give rise to a declaration to the ansm as it is a unique case.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current controls, there are in-process visual inspections in place to check for component damage and catheter defects. There is also a daily functional test in place to check for catheter leakage.